Event description:
It was reported by the customer that pyxis medstation es system multiple patients were not being transferred to various stations. The customer indicated that it had an impact on patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that hospital it resolved the network issue. A technical support specialist also rebooted cce. The system functioned as intended after the technical support specialist troubleshooted the device.